Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using the ankylos implant system. This report is for the dental implant device. The dental abutment device report has been submitted separately. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a fractured abutment implant, osteolysis, and a subsequent implant loss.